Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, "did not deliver dose for 5 hours." No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.